Event description:
It was reported that a novum iq syr alarmed system error 21502 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Evaluation was able to power on the unit, navigate through the screens and run an infusion without discrepancies. When evaluation went to unload the syringe, once removed from the unit the remove syringe screen never went away. Evaluation received the device with the perimeter gasket protruding from the case halves and the case halves not lining up fully. Evaluation separated the case halves for further visual inspection, upon case half separation one corner of the mechanism is damaged and the mechanism and flange assembly is determined to be the failed component. A review of the event history log revealed "flange sensor failure!" Messages. A service history review was performed and revealed that the device had been repaired in the field through fa-2025-016 (3005700264-05/02/25-003-r). The reported condition was verified. The mechanism and flange assembly require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.